Manufacturer narrative:
The other relevant components include: product ID: 8709, lot# l63767, implanted: (B)(6) 1999, explanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) receiving dilaudid with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a patient underwent a dilaudid pump replacement on (B)(6) 2004 and now reports having one week history of left-sided swelling, tenderness, and redness with edema. Patient also reported having fluid emanating from her midline incision. On physical examination patient did have an obese abdomen with left abdominal wall edema with cellulitis and edematous striae. Patient was also noted to have intermittent right epigastric region incision site that was open with purulent material being expressed. Patient understood the risks, benefits, and alternatives to removing the dilaudid pump and was taken to the operating room. Patient's admission diagnosis include: abdominal wall postoperative infection with abscess and cellulitis, chronic back pain, and status post replacement of dilaudid pump. Patient was admitted on (B)(6) 2004 where patient underwent incision and drainage, debridement, and removal of the dilaudid pump from the abdominal wall and intrathecal space. Postoperatively patient was transferred to the surgical ward where patient received intravenous hydration and intravenous antibiotic therapy and intravenous pain medication. Patient also received daily dressing changes with physical therapy department. Infectious disease and pain management were consulted. On postoperative day one patient was feeling significantly better. Patient's temperature maximum was 100.7. Abdomen was soft and there was significantly diminished redness of the abdominal wall. Patient continued to have edema. The abdominal wounds were clean without purulence on inspection. Postoperative day two the patient was afebrile and continued to have less cellulitis. She received vancomycin for suspected (B)(6). Cultures confirmed (B)(6). Postoperative day three the wound vacuum-assisted closure was placed on two wounds, one in the left side of the abdomen and one in the midline. The back wound was left open and appeared to be clear and clean. Home health care was arranged. Patient continued receiving intravenous antibiotic therapy as well as local wound care. The patient continued improving on a daily basis and vital signs remained stable. Patient remained afebrile and the wound was starting to granulate well and patient was subsequently discharged home on (B)(6) 2004 with home health care for the wound vacuum-assisted closure as well as intravenous antibiotic therapy. Discharge instructions were as followed. Patient was to call for temperature greater than 101.5 or if patient was having intractable nausea and vomiting. Patient was to have home intravenous vancomycin and pain controlled by healthcare provider (hcp). Patient's condition at discharge was stable and no emergency conditions exists. Patient's preoperative diagnosis was abdominal wall postoperative infection with abscess and cellulitis, chronic back pain, and status post replacement of dilaudid pump. Postoperative diagnosis was abdominal wall postoperative infection with abscess and cellulitis, chronic back pain, and status post replacement of dilaudid pump. The procedure performed was incision, drainage, debridement and removal of dilaudid pump from abdominal wall and intrathecal space. Patient's clinical summary information was similar to reason for admission, so information was not duplicated. Information that was not the same was listed next. Patient noted to have in her midline epigastric region an incision site that was open and purulent material being expressed. Secondary to infection, it was taken out during this time. Findings included patient was noted to have a purulent abscess at an old dilaudid pump pocket on the left side of the abdominal cavity. There was also purulence from the dilaudid pump site in the midline. There was no evidence of purulence, however, in the back incision where the catheter was placed into the intrathecal space. After informed consent was obtained, the patient was taken to the operating room and placed in a supine position on the operating table. Bilateral sequential compression devices were placed on bilateral lower extremities. Patient underwent induction of general endotracheal anesthesia and was prepped and draped in the usual sterile fashion. Patient was then placed in the right lateral decubitus position and the back and abdomen were prepped and draped in the usual sterile fashion. Starting in the back, utilizing a #15 blade scalpel an incision was made in the midline at a previous incision site. Dissection was carried down through the subcutaneous tissue utilizing electrocautery and metzenbam scissors. Dissection was carried down until the anchorage of the dilaudid pump catheter was identified. The anchorage was completely removed along with the catheter from the intrathecal space. After that was accomplished, then the attention was then turned to the midline incision which was opened with a #15 blade scalpel. Purulent material was removed. The complete morphine pump along with the entire catheter was then completely removed. After that was accomplished, then, the wound was probed for any other pockets and there appeared to be a pocket in the left side of the abdominal wall near an old pump site and this was then opened with a #15 blade scalpel at the skin and again purulent material was found in this loculated abscess. Utilizing six liters of pulsed lavage, all these wounds were copiously irrigated with normal saline. This was after obtaining cultures from the abdominal wall as well as the back. There was no purulence noted in the back incision. After copiously irrigating with normal saline with the pulsed lavage technique, a 1 inch penrose drain was brought so that both of the abdominal wounds could be in communication for drainage and affixed to the skin with 2-0 nylon suture. The wounds were then packed with saline-soaked kerlix rolls and covered with #1 vicryl in a running fashion and this was left open, covered with 4x4s and medipore tape. Medipore tape was used on the abdominal wall. Patient tolerated procedure well, was awake and extubated at the conclusion of the procedure. Patient was taken postoperatively to the post -anesthesia care unit prior to transfer to the floor. All sponge, instrument, and needle counts were correct at the end of the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.